Event description:
In 2004 the pt called lfs alleging that their one touch basic original meter had missing segments. The last date and time of testing was approx one and half weeks ago. The pt reported obtaining a reading that might have been 198 mg/dl on the reported meter, while feeling numb and bad. They reported exercising following the use of their meter. The pt reported contacting emergency services. Five to 10 minutes following their meter reading, the hospital meter read 384 mg/dl. They were treated intravenously. No other information was provided. Senior medical affairs representative mailed a letter since the pt could not be reached. The pt did not allege harm. There is little information to suggest that the pt experienced injury or medical intervention due to the meter. Pt already had symptoms and high blood glucose levels at the time of testing. Therefore, there is no evidence that the meter caused or contributed to the injury. Pt's medication regimen is unk, how often they test during the day, and how long the meter had been having the missing segments issue. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.